Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners and cracked belt clip slot. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that reservoir compartment was cracked and reservoir could not lock in place. Customer's blood glucose was unknown. Insulin pump would need to be replaced.